Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with the investigation results should the devices be received for evaluation.

Event description:
Customer reports leaking between the maxplus connector and primary tubing while infusing IV fluids in the oncology outpatient infusion center. No pt harm or medical intervention was reported. No further pt/event info was provided.